Manufacturer narrative:
G4:25jan2021. B4:05feb2021. D4: UDI#: (B)(4). The touchscreen assembly was returned for failure investigation (fi) analysis. After calibration, the standby button does not respond correctly. The root cause is a failure of touchscreen assembly. The customer complaint was verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05oct2020. B4: 05oct2020. The customer reported during performance verification testing (pvt) the touchscreen was not responding at the standby button. The field service engineer (fse) confirmed the issue by touchscreen calibration. The customer replaced the touchscreen to resolve the issue. The unit was tested and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
The customer reported the touchscreen was not responding at the standby button. The unit was not in use on a patient. No patient or user harm was reported.